Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was left capped due to high pacing thresholds and loss of capture (loc). The high pacing threshold measurements were fluctuating in values higher than expected. Sensing and impedance were reported to be fine. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported as the patient did not need pacing. The lead is not expected to return as it was left capped.